Manufacturer narrative:
The event occurred on the day of implant. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during closing thoracotomy and ministernal wound, low flows were noticed. An echo showed dilated left ventricle and decreased velocity measurements on the outflow cannula. The surgeon reopened the thoracotomy and ministernotomy wounds to revise the pump position regarding potential twists of the outflow graft, but did not find any twist. The surgeon decided to disconnect the lvad pump and check the internal space. When the pump was disconnected from the apical cuff, a thrombus formation was found in the inflow cannula, which was obstructing the blood pathway. The device was explanted. It was reported that the patient was doing well, had no neurological impairment, and was recovering. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of heartmate 3 lvas, serial number (B)(4), confirmed the report of device thrombosis. (B)(4) was returned assembled with the pump cable returned attached to the pump housing. The pump cable was severed approximately 2¿ from the pump housing and the severed portion returned separately. The modular cable was not returned with the device. The sealed outflow graft and bend relief were not returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the lumen of the inflow cannula found a thrombus formation, occluding the blood pathway. The thrombus formation was lightly seated and was not adhered to the lumen, suggesting that it likely did not form in the area. This formation was likely ingested during pump support and would have occluded the blood pathway, contributing to the reported decrease in flow. The origin of the thrombus formation could not be conclusively determined. The remainder of the blood-contacting surfaces of the returned pump did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. The lvad periodic log file showed a steady decrease in calculated flow throughout the log file, consistent with the presence of thrombus. Rotor displacement and rotor noise remained relatively stable over time and the pump appeared to function as intended. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. No further information was provided. The manufacturer is closing the file on this event.